Event description:
Boston scientific received information that the field representative suspected that this right ventricular lead exhibited loss of capture. It was reported that the patient experienced dizziness but it did not correspond to times the events were saved. Boston scientific technical services reviewed electrogram strips and discussed that it looks like loss of capture. The atrial to ventricular sense was greater than intrinsic pulse rate. The local boston scientific field representative stated that other lead measurements were fine and no other clinical observations that could be reproduce with isometrics and pocket manipulations. There was no asystole more than 2 seconds based on egm. The patient was going for chest x-ray. Attempts to obtain additional information were unsuccessful. The device remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.